Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The patient¿s blood glucose was 40 mg/dl at the time of the incident. Patient treated for low blood glucose with juice and peanut butter cups. Customer reported when first calibrated blood glucose was 102 mg/dl and like 30 minutes later blood glucose was up 45 more points. Customer changed the sensor and blood glucose was 148 mg/dl. Customer does not report consecutive change sensor alerts with different sensors. Customer did not receive a change sensor alert after a calibration not accepted. Customer got calibration not accepted and change sensor blood glucose was 102 mg/dl at time of incident. Customer declined troubleshoot for low blood glucose. The pump will not be returned for analysis.